Event description:
It was reported that a patient underwent a revision surgery approximately six years post-operatively to address spinal instability and pain.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient underwent a revision surgery approximately six years post-operatively to address spinal instability and pain.